Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested by the user facility, who concluded that the o2 gas module was faulty. The user facility has decided to not repair the ventilator. No parts have been returned for investigation. Ventilator logs were downloaded. The investigation of the provided test log confirms the reported failed flow transducer test during pre-use check. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Since no parts were returned for investigation, the root cause of the reported event has not been conclusively determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).